Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) proximal. The lesion was 10% stenosed with moderate tortuous and calcification. The intravascular ultrasound (ivus) was used to image the lesion post stent placement. When the physician withdrew the catheter from the lesion, it caught in the stent distal edge. The physician withdrew the guidewire. He then withdrew the catheter, which allowed the catheter to release the procedure was completed, and no patient complications were reported.